Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger. Therefore, the reported condition that the device had an undetermined malfunction was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device had motor damage and would not run, had a sticky trigger, component damage, moving parts of the trigger were not moving smoothly, and the coupling was worn. It was further determined that the device failed pretest for check the power with the power test bench, check the function of the device, check for sticky triggers, and check the attachment coupling. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.